Manufacturer narrative:
Follow-up attempts were made on 15-nov-2018, 16-nov-2019 and 20-nov-2018, but we have not been successful in reaching consumer. Device history record (DHR)s were reviewed and confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a regular absorbency tampon pledget falling apart upon removal. The tampon came from a multiple absorbency package containing regular and super absorbencies. The super absorbency product is reported under 2381757-2018-00033. On (B)(6) 2018 consumer visited her physician for vaginal itchiness, discharge and odor and was diagnosed with a yeast infection and prescribed diflucan. On (B)(6) 2018 the consumer stated itching, swelling, and discharge were resolved; however, she now has a different brown itchy discharge.